Event description:
A malfunction alarm labeled malf 16 was reported. There was no reported adverse impact to the customer's blood glucose level. The customer will reach out to their healthcare provider regarding an alternate method of insulin therapy.